Event description:
It was reported that a clear, white particle was found inside of a large volume infusor device. This was noticed after filling with benzylpenicillin (baxter compounded solution) and before patient connection. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured from january 21, 2014 to january 22, 2014. The device was discarded; therefore, an evaluation could not be conducted. A review of all batch record documents was performed with an issue noted during the manufacturing process. There was a deviation from standard procedure potentially related to the reported condition. It was identified that equipment was released prior to obtaining approvals on the validation process. Should additional relevant information become available, a supplemental report will be submitted.